Event description:
It was reported that a 48-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 275cc gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, brain fog, and gastrointestinal issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. Additionally, the patient developed baker grade iii-IV capsular contracture in both of her breasts post implantation. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).